Event description:
It was reported that the patient had chest pain thought to be secondary to pacemaker irritation. The patient thought the pain was from the device rubbing against their clavicle when they moved their arms and the pain was worse when the device was pacing. Device interrogation revealed normal device function. The device was reprogrammed and remains in use. It was noted that the patient was a part of the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.